Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, eprd reported 685 cases,34 complication (12 infection, 6 dislocation, 2 aseptic loosening, 5 other and 9 unknown). No further information was reported. No further information was reported on the matter. 12 infection incidents: 24010059, 24010060, 24010061, 24010062, 24010063, 24010064, 24010065, 24010066, 24010067, 24010068, 24010069, 24010070. 6 dislocation incidents: 24010071, 24010072, 24010073, 24010074, 24010075, 24010076. 2 aseptic loosening incidents: 24010077, 24010078. 5 other incidents: 24010079, 24010080, 24010081, 24010082, 24010083. 9 unknown reason incidents: 24010084, 24010085, 24010086, 24010087, 24010088, 24010089, 24010090, 24010091, 24010092.